Event description:
Caller states that the device read 132mg/dl and that he took extra insulin based on the result. He reports that 2 1/2 hours later he was in a store and passed out. When the paramedics arrived, caller reports they obtained a reading of 30mg/dl on their equipment. The paramedics reportedly gave him an IV of sugar water to elevate his blood glucose. He states that x-rays were taken at the hosp. He states he remained at the hosp for the month of 11/2005. He reports that due to falling when he passed out, pins were put into his hip and he had to go to physical therapy. No controls were reportedly used. Requested return of suspect device and replacement was sent.